Manufacturer narrative:
Concomitant medical devices: 6984m, crdm adaptor, implanted: (B)(6) 2011, dtma1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead intermittent exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.